Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe made an abnormal sound and would not cut during a procedure. The probe was exchanged and the procedure was completed. There was no pt harm.